Event description:
Patient revised to address osteolysis and polyethylene wear.

Manufacturer narrative:
The product was not returned for examination. Product information required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine; however, some polyethylene wear after approximately thirteen years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.